Event description:
A customer contacted physio control to report that their device had experienced an unexpected loss of power. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
The reported issue was verified in a review of the downloaded electronic records. The likely cause if the reported issue was determined to be due to fretting corrosion on the battery wire harness contacts of pcb-mounted jack connector, designator j11, and the mating power pcb assembly contacts of the cable-mounted plug connector, designator p11, which increased the resistance of the input power path. This increase in resistance can result in a sudden loss of device power under conditions of high current usage. This resulted in excessive voltage drop at the contacts that triggered the power fail detector circuit on the power board. After a stryker field service technician replaced the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Manufacturer narrative:
Physio control evaluated the customer's device and was unable to verify the reported issue. After performing unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio control to report that their device had experienced an unexpected loss of power. There was no reports of patient use associated with the reported event.